Event description:
Philips received a complaint on the v60 ventilator indicating that there was a speaker test failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. During preventative maintenance by a bench service engineer (bse) at a bench center, the device showed that the speaker test failed. The bse replaced the left and right speakers. The bse performed functional testing and the ventilator passed all tests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.